Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If additional information is provided in the future, a supplemental report will be issued. (B)(4) was applied to capture the reportable event of surgery.

Event description:
It was reported that surgical intervention was performed to reposition this right ventricular (rv) lead one year post implant due to exit block and low sensing amplitudes. No additional adverse patient effects were reported. This lead remains implanted and in service.